Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert. Review of the alert indicated the pacing lead impedance was high and out of range. A lead fracture was suspected. Isometric testing and a chest x-ray was performed. The patient was pending lead revision. The patient was stable.